Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during preparation of the embolization coil prior to use, the coil was advanced to check the configuration and it was found to be detached. The device was not used in the patient.

Manufacturer narrative:
The device was returned with the pusher and the device introducer. The implant coil was not returned. The portion of the device that was returned appeared to be within specification; no kinks or damage were noted. The attachment tether monofilament within the delivery pusher was exposed to verify the shape and length, as this would help to determine the type of detachment that occurred. The tether tail was stretched. Based upon the investigation findings and available information, the monofilament appears to have been broken due to being subjected to excessive tensile forces.